Event description:
Writer received a defective blunt tip needle from [department redacted] staff. Rn opened packing and found the inside of packaging and needle to be covered in an unidentified substance. Needle was immediately set aside and not used in patient care. No patients were negatively impacted.